Manufacturer narrative:
Device return and evaluation is not necessary as the analysis will not add value to the investigation and the event is not related to the device itself.

Event description:
It was reported that the patient had an explant due to infection. Both the lead and generator were explanted. Device history records for the generator and lead were reviewed and both devices were confirmed hp sterilized prior to distribution. No additional relevant information has been received to date.